Manufacturer narrative:
Due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check by customer the cs300 intra-aortic balloon pump (iabp) unit is showing battery indication while working on mains supply. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the power supply to be the problem. So, in order to fix the issue, the fse replaced the power suppl. Then, the fse performed all functional tests and the unit passed successfully. Also, the fse checked the performance of the unit with a trainer and balloon connected and confirmed that the unit was working satisfactorily. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.